Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies to address the alarms and resumed insulin delivery. Customer's blood glucose ranged from 300-500 mg/dl.